Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and creases. A weight test of the device was verified and the device weight was within specification. A microscopic analysis was performed which identified one opening striated and nicks striated. Based on the device analysis, the final assessment is one opening striated assessed as surgical damage, and nicks striated assessed as surgical tool scratch-like.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.